Event description:
The patient reported his insulin infusion headset connection is leaking insulin. He stated he noticed the issue after he had used the infusion set for 2 days. He stated he had a blood glucose reading of 400 mg/dl with his normal range being 120-200 mg/dl. The patient said he bolused 7 units of insulin and felt insulin dripping on his abdomen. He stated he then noticed a "hole" in the infusion headset connector. He said he immediately changed his infusion set and bolused and his blood glucose levels are now back to the normal range. The patient said this issue has occurred six times with infusion sets from the same box. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.